Manufacturer narrative:
The field service engineer determined there was a clot in the mix tower that was replaced. There were no further issues after replacement of the mix tower the tubing and mix tower were checked . Ise performance tests were run and passed. Precision studies were performed and recovered within specifications. Calibration and controls were tested, all were within specifications. The investigation determined the customer and service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na+ electrode, the k+ electrode, and the chloride electrode on a cobas integra 400 plus. The initial values were reported outside of the laboratory. After initially running the samples, the customer found that the mix tower on the analyzer was overflowing. The customer tried changing tubing, but this did not resolve the issue. The customer changed the mix tower and the issue was resolved. The customer was able to calibrate and run controls. The sample was then repeated and the repeat results were believed to be correct and a corrected report was issued. The sample initially resulted with an na value of 94 mmol/l accompanied by a data flag. The sample was repeated prior to changing the mix tower and the na result was 66 mmol/l accompanied by a data flag. After changing the mix tower, the repeated na result was 143 mmol/l. The sample initially resulted with a k value of 3.0 mmol/l accompanied by a data flag. After changing the mix tower, the repeated k result was 4.4 mmol/l. The sample initially resulted with a cl value of 72 mmol/l accompanied by a data flag. After changing the mix tower, the repeated cl result was 108 mmol/l. The sample was repeated again, resulting with a cl value of 108 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.